Event description:
It was reported that prior to the start of a da vinci-assisted prostatectomy surgical procedure, when connecting to the trocar before the initial reading, the fenestrated bipolar forceps (fbf) steel cable broke. The procedure was completed with a backup fbf with no reported injury.

Manufacturer narrative:
At this time, the complaint investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. The complaint will be reevaluated at investigation completion.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
Refer to h11 for follow-up information.